Manufacturer narrative:
Concomitant medical products: 1488tc lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not mode switching while the patient was in atrial flutter. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.